Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: investigation revealed that the display was blank. The battery compartment was found to be cracked in two places and there was visible moisture observed in the battery compartment. Leak testing failed due to a leak at the battery compartment and around the display lens. The pump casing was opened and moisture corrosion was found on the printed circuit board and around the battery compartment housing.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter noted that there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.